Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a battery failure and is failing battery test. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part number for the replacement battery.

Manufacturer narrative:
The customer has ordered the battery as a replacement, however, the repair for this unit cannot be conducted at this time due to the battery being on back order. The replacement of the battery aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. The investigation concludes that no further action is required at this time.